Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette leaked; further described as a leak from "the tubing in the middle of the line". This was noticed during prime of peritoneal dialysis therapy. No damage was observed to the tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.